Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID and age not provided/unknown. Reporter's name and email not provided/unknown.

Event description:
It was reported that the implant fractured and was removed from site 20.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation.visual evaluation of the as returned product identified clearly evident fractures that have broken off portions of the implant, as well as a heavy coating of residue. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.